Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician initially attempted to remove the stone by using an extractor balloon after dilating the ampulla to 10mm. However, the balloon was not successful in sweeping out the stone. As a result, the physician opted to use a trapezoid rx basket to capture and extract the stone from the common bile duct. An alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5 cm stone. However, the handle broke, and the tip of the handle remained attached to the basket, trapping the stone. To address the situation, a spyglass with ehl was utilized to break up the stone. The ehl settings were adjusted to the hard impact setting with 30 impacts per activation. This adjustment resulted in successful fragmentation of the stone. Subsequently, the basket and the stone were removed, and the procedure was successfully completed. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician initially attempted to remove the stone by using an extractor balloon after dilating the ampulla to 10mm. However, the balloon was not successful in sweeping out the stone. As a result, the physician opted to use a trapezoid rx basket to capture and extract the stone from the common bile duct. An alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5 cm stone. However, the handle broke, and the tip of the handle remained attached to the basket, trapping the stone. To address the situation, a spyglass with ehl was utilized to break up the stone. The ehl settings were adjusted to the hard impact setting with 30 impacts per activation. This adjustment resulted in successful fragmentation of the stone. Subsequently, the basket and the stone were removed, and the procedure was successfully completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed the internal wires was outside the device. The handle cannula was found detached with screw marks. The thumb ring was also found detached. The side car was pushed back. Dimensional inspection confirmed the side car was pushed back approximately 5.0 mm which is out of specification. The depth of the distal and proximal screws was measured and found within specification. The reported event was confirmed. Based on all available information, it is most likely that procedural factors affected the device. Handling and manipulation, perhaps the size of the stone, affected the device. An excess of force could lead to the cannula detached, and as consequence, the side car pushed back. Moreover, manipulation of the device like the rotational technique applied to the handle could have led to detachment of the thumb ring. Therefore, the most probable root cause is adverse event related to procedure. In addition, the internal wires were returned outside of the sheath. This condition is possible due to the detached handle cannula and the wire were manually removed from the sheath. Therefore, this is not coded as an issue.